Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the sureform 60 staple line bled. One of the sureform 60 stapler instruments fired a green and a blue reload, and one of the staple lines bled. The surgeon reports that the staple line bled and lacerated the stomach tissue, requiring the surgeon to over-suture the staple line. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did not receive a reload associated with this complaint. Isi received the sureform 60 stapler instrument associated with this complaint. Failure analysis confirmed but did not replicate the reported event. The instrument was found to have a lodged staple in the I-beam assembly. The instrument was placed on an in-house system and found to pass the recognition, engagement, initialization, and firing tests. There was no visible damage to the instrument. The I-beam assembly was extended, and a staple was found to be lodged inside. Additionally, the instrument was found to have one firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using two in-house blue reloads. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Sureform 60 stapler instrument logs show the first instrument was installed on the system 4 times and fired 4 reloads (1 blue, followed by 3 green). On install 1, the system failed to detect the reload color, and the user manually selected the blue reload via the user interface on the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was aborted by the user. The second clamp was successful, and the firing was completed with no pauses for compression. On installs 3 and 4, the first clamps were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. The second sureform 60 stapler instrument - the returned stapler associated with this complaint - was installed on the system 5 times and fired 5 reloads (4 green, followed by 1 blue). On installs 1-3, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 5, the first clamp was successful, but was followed by a firing failure. Logs showed an error code representing the failure. The instrument was then removed and not used in the procedure again.